Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm and was not confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. From the complaint information, the home patient (hp) had reportedly disconnected, and then reconnected. In a follow up call with product surveillance, the hp added that the alarm had resolved on its own, and he had resumed therapy without any issues. From the data within the complaint information the root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During troubleshooting a check patient line alarm that appeared on the homechoice (hc) display during fill 3 of 3, it was reported that the home patient (hp) had disconnected, and then reconnected and the fill had resumed. During a follow up with the hp regarding disconnecting and reconnecting during fill cycle, the hp clarified that he had disconnected himself to do something. The hp stated that he did not remember during what cycle he had disconnected and reconnected. The hp added that the alarm had resolved on its own, and he had resumed therapy without any issues. The hp confirmed that he did not have any injury or harm as a result of this incident. Per hp, he is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.